Manufacturer narrative:
Device was returned and visual analysis confirmed that no further analysis was needed. Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-dec-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was receiving 500mcg/ml gablofen at 24.02mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was explanted on (B)(6) 2019 due to an infection. The patient was not in a clinical study. The device was returned to the manufacturer and was not replaced with a manufacturer's product. The device was used with/in the patient and the intended use of the device was treatment. The patient recovered without sequela. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient had developed a spinal infection which led to the pump and spinal hardware to be removed. No further complications have been reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.